Event description:
It was reported that during an unk procedure, the device misfired. No pt consequence reported. Opened like device to complete the case.

Manufacturer narrative:
The analysis results found that the el5ml device was received in good visual condition and with one bypass clip on the jaws, however, no conclusion could be reached as to how the clip was not properly formed. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.